Event description:
Caller reported a discrepancy between the displayed and actual time on their pump. Blood glucose level was not adversely impacted and remained within normal range. Caller received assistance from technical support to update the pump time and was advised to monitor for any recurrence of the time discrepancy.